Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the arm on (B)(6) 2017. Reportedly, calibrations were entered during periods when cgm values were not present. Additionally, the patient used more than one bg meter during their sensor session. No additional event or patient information is available. No data was provided for evaluation. The report of an inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. Labeling indicates: do not calibrate if the out of range symbol shows in the status area. Labeling indicates: do not calibrate if the glucose reading error symbol shows in the status area. Labeling indicates: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.